Event description:
An r/r micro drill straight attachment was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The r/r micro drill straight attachment was discarded; it is not repairable once it is disassembled.